Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and confirmed an occurrence for the reported issue in the device event log. The pse reported once the check vent: oxygen device failed message occurred, the device continued its ventilating function with 21% of oxygen concentration regardless of the set value of oxygen concentration. At the same time, the device generated the oxygen not available alarm. The reported issue could not be duplicated in testing. The device was confirmed to be operating per specifications. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from customer reporting an intermittent oxygen not available alarm occurred on the v60 ventilator. The device was in clinical use. There was no report of harm. The user restarted the device and continued use. The investigation is ongoing.